Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time setting was incorrect. The customer did not know why the time setting was incorrect. Blood glucose was 140 mg/dl. Tandem technical support assisted the customer with correcting the time setting on the customer's pump.